Event description:
Philips received a complaint on the intellivue mp5 indicating that during a power loss, the system did not allow alarms from the system. The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system that the system power supply unit and the interface board were faulty. The philips field service engineer (fse) confirmed the customers device issue and replaced the system power supply unit and the interface board. After the system repairs the device was placed back into service. Reporter phone # (B)(6). Reporting institution phone # (B)(6). Reporting address state (B)(6).